Event description:
Medical records from (B)(6) 2011 note that the patient has had recurrent effusion due to failed left total knee. Medical records from (B)(6) 2011, note that left knee is swollen, has issues with pain, progressive collateral laxity of the left total knee arthroplasty. There were no mentions of what manufactured components were in the patient at this time. On (B)(6) 2013, the patient had a left knee arthroscopic synovectomy to address left knee arthrofibrosis after total knee. The indications for surgery noted that the patient had a previous total knee, and then later on required a revision to a tc-iii style implant by depuy. The patient developed catching of his knee, swelling, and recurrent hemarthrosis. During this current procedure the surgeon observed peripatellar arthrofibrosis. (Page 106 of 274) no components were revised. No other info was provided. It was noted that the patient has a history of having a pulmonary embolus after a combined knee and shoulder arthroscopy prior to 2011 and it is unknown whose knee implants were in at that time. Medical records from (B)(6) 2016 note that the patient had a revision left total arthroplasty on (B)(6) 2014. The patient had a poly exchange and antibiotic impregnated cement was placed behind the anterior flange of the femoral component to fill the gap that had formed. This was due to sepsis. He did have a previous revision in (B)(6) 2011. The has started to have some stiffness and swelling in the knee 2 weeks ago. This has gone down in the interim medical records from (B)(6) 2021 note that the patient presented with pain and a clunking/catching sensation in the left knee. Medical records from (B)(6) 2021 note that the patient is three months out from surgery. He has a large joint effusion left knee. (B)(6) 2014. The patient had a poly exchange and antibiotic impregnated cement was placed behind the anterior flange of the femoral component to fill the gap that had formed. This was due to sepsis. He did have a previous revision in (B)(6) 2011. The has started to have some stiffness and swelling in the knee 2 weeks ago. This has gone down in the interim.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: appropriate term/ code not available (e2402) is used to capture blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2013, the patient underwent a left knee arthroscopic synovectomy for multiple issues. In addition to the previously indicated reasons for arthroscopic synovectomy: adhesion, edema, hemarthrosis, and implant noise, the patient was also experiencing the following: pain, decreased range of motion, synovitis, and instability. Revision captured on (B)(4). On an unknown date in 2016, the patient underwent a tibial insert exchange with irrigation and debridement due to possible infection. Result for infection came back negative. On (B)(6) 2021, the patient underwent an additional left knee revision for multiple issues. In addition to the previously indicated reasons for revision: adapter bolt fracture, tibial insert wear, foreign body reaction, adhesion, and stiffness, the patient was also experiencing the following: pain, swelling, numbness, weakness, locking/clicking/shooting in knee, osteolysis involving the tibia and femur, metallosis, and elevated metal ion levels (chromium- 15.7 ug/l and cobalt- 22.3 ug/l). The surgeon noted evidence of osteolysis around the femur likely secondary to the metallosis being generated by the femur. There was no evidence of loosening. Revision captured on (B)(4). Xray reviews were performed: (B)(6) 2021 (prior to revision): findings state there is a fractured prosthesis with a displaced component in the anterior joint space. Osteolysis of the medial and lateral tibia is identified. Lucencies identified along the femoral and patellar components that suggest possible loosening. (B)(6) 2021 (post-revision): no peri-prosthetic fractures found with unchanged lucency along the tibial prosthesis. No complications identified post-revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received indicated that the primary left total knee procedure occurred on (B)(6) 2005. Primary operative notes were not provided within this set of medical records and it is unknown what manufacturer was involved. Post primary revision operative notes (B)(6) 2011 indicate the patient was received a full revision of unk components and depuy products were implanted at this time unknown if depuy was involved prior to this revision. Product information of what was implanted at this revision is located on pg219 of the attached document.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product/lot information not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2018, medical records note the patient is post right medical unicompartmental knee arthroplasty few years ago. They had a left total knee prior to that with several revisions. The patient is having left sided shin pain and is concerned about loosening of tibial tray. Left knee has effusion. On (B)(6) 2021 bilateral knee pain/injury, radiographs are reported to show the total knee is obviously failed mechanically and the patient will need a revision. (No side listed)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: sigma claim record and medical records received. Claim record alleges failure of the depuy sigma tc3 knee system and a broken portion of the screw. The patient requested to have all the parts removed during surgery and returned to him. The product was not returned to depuy synthes, however photos were provided for review. (B)(4). Medical records ad 13 feb 2024. The x-ray investigation revealed that the offset bolt has broken off due to this condition it is reasonable to concluded that audible noise can be expected due to an incorrect interaction between the devices. The overall complaint was confirmed as the observed condition of the pfc*sigma tc3 fem left sz5 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sigma claim record and medical records received. Claim record alleges failure of the depuy sigma tc3 knee system and a broken portion of the screw. The patient requested to have all the parts removed during surgery and returned to him. Doi: unknown; dor: (B)(6) 2021; left knee.